Event description:
It was reported that a malfunction, identified as code malf 12, occurred, but no notable events preceded it, and the fault ID was available. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump and assisted the caller in doing so. The malfunction code did not recur, and the customer could continue using the pump. The customer was instructed to call back if the malfunction code appeared again and confirmed understanding of the instructions.